Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that during an office visit, the health care provider (hcp) told patient that pump loses prime from 12am-8am daily causing her to go into diabetic ketoacidosis each day. Patient did not report any blood glucose values or symptoms. The cartridges are being replaced at the hcp's request. This complaint is being reported against the cartridge because the patient experienced dka and the loss of prime issue was not resolved.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.